Manufacturer narrative:
The tech found the head hi/low drive was drifting. The tech replaced the drive to repair the bed.

Event description:
Info received indicates the head section drifts when weight is applied.